Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A vfms check failure occurred during a routine hemodialysis treatment. Treatment was discontinued with only the arterial blood being returned due to concerns of clotting, resulting in an estimated blood loss of 170cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss was attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to terminate treatment and return the patient's blood in the event, the alarm is unrecoverable. Although requested by nxstage, the disposable cartridge was not returned; therefore the exact cause of the reported alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.